Manufacturer narrative:
Device analysis: based on the device analysis grid, the assessments of the complaint are: edema: unable to observe as it is a medical event not related to the device. Pain: unable to observe as it is a medical event not related to the device. Visibility/palpability: unable to observe as it is a medical event not related to the device. Additional observations: observed deformation on the device. Yellow particles observed in the surface of the shell. Red particles observed in the surface of the shell. No further actions are required as the device was implanted. Continued h6 (health effect - impact code): f2203. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade 3.

Event description:
Patient reported right side pain, edema, tenderness and induration. Later physician reported "moderate hardening of the breast. Baker degree iii." Device has been explanted. This record relates to right side.